Manufacturer narrative:
Imdrf investigation findings: code for feeling off (parkinson patient) is not available in database so closest code (e020203 and f12) has been captured. E1: event country: netherlands. Name: abbvie inc. Country: united states of america. Street address: 1 north waukegan road. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced leakage at cannula on (B)(6) 2026. The patient has parkinson and was feeling off, also had site irritation.